Event description:
According to the reporter, after opening the catheter package, it was found that the blue luer connector of the catheter was irregularly shaped and could not be used. The catheter was unusable. It was stated that only the ¿blue luer connector was irregularly shaped¿ and the "red luer connector" was not irregularly shaped. There was no damage to the outer packaging and no damage to the inner packaging. The sterile barrier was intact. There was nothing unusual observed on the device prior to opening the package. Flushing was not done because the problem was discovered when the catheter was removed from the package. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no cleaning agent used on the device. Tego was not utilized. There were no other products being utilized with the device. There was no excessive force used on the device. As a remedial action, the reported product was immediately replaced with a new set. The new set of consumables was used, and the surgery continued normally. The surgery was completed. There was no reported patient injury. Medtronic's initial evaluation of the incident device found that the luer adapter was cracked, leaking, or broken as a result of a m anufacturing issue. It was also stated that an evaluation was performed of one of the catheter. A visual inspection of the returned device noted one palindrome catheter. The venous luer adapter was deformed and could not be connected to a syringe. This is a known issue with the device and a corrective action has been implemented to prevent this issue from reoccurring. The reported condition was confirmed.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the luer adapter was deformed as a result of a manufacturing issue. It was reported that there was a connection issue with the luer adapter. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.